Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The device was fired and crossed a clip. Another er320 was used to complete the case. There was no consequence to the pt. 9/12/97 it was reported no vessels were severed.